Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the sensor displayed low estimated glucose values (egv) in the 60 mg/dl range. In response, the patient consumed juice. After drinking multiple servings of orange juice, she began to feel lightheaded with symptoms including headache, blurred vision, and a sensation that she might pass out. Due to these symptoms, the patient decided to seek emergency medical care. At approximately 8:30 pm, the patient arrived at the emergency department, where blood work was immediately performed. Laboratory results showed a bg level of 350 mg/dl, while the cgm displayed an egv of 58 mg/dl. The patient was administered insulin in addition to the insulin being delivered by her pump. She was also given nifedipine 60 mg (one tablet) to address elevated blood pressure. An ultrasound was performed to evaluate her pregnancy. A bg measurement was 298 mg/dl, while the egv was 66 mg/dl. The patient was discharged from the emergency department at approximately 2:30 am. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The reported glucose values fall within the c zone of the parkes error grid before being discharged from the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.